Manufacturer narrative:
Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the cracked lcd glass. No blank display was noted. The pump was received with a cracked and bleeding lcd glass. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is shattered and the buttons do not work. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.